Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A hospital director reported that approximately ten years following an intraocular lens (iol) implant procedure a patient reported blurred vision. The iol was noted to be calcified which caused the blurred vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.